Event description:
It was reported that there was a left hip revised due to liner disassociation from the cup. Revised head and liner and put in a new liner and head.

Event description:
It was reported that there was a left hip revised due to liner disassociation from the cup. Revised head and liner and put in a new liner and head.

Manufacturer narrative:
The patient is (B)(6). An event regarding dissociation involving a trident liner was reported. The event was not confirmed. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.